Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump delivers insulin inconsistently at the beginning and ending of the reservoir usage. The insulin pump doesn¿t work well in manual mode and she was told her metabolism work too fast for auto mode. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.